Event description:
Infusaid pump was implanted 9/24/92 in a sixty year old female patient to provide pain relief for thalmic pain syndrome. Patient had received refill of duramorph once. Patient became increrasingly letharic. Patient was diagnosed as opiate overdose. Patient was returned to surgery and implanted pump was removed on 10/29/92. Patient had a good recovery but must undergo another pump implantatioln procedure in the near future, as this is the only effective treatment for the control of her pain. Pump was examined by biomed engineering dept. And subsequently returned to manufacturerdevice not labeled for single use. Patient medical status prior to event: fair condition. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability. No imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: visual examination. Results of evaluation: none or unknown. Conclusion: device failure directly contributed to event. Certainty of device as cause of or contributor to event: yes. Corrective actions: device returned to manufacturer/dealer/distributor. Invalid data - on device destroyed/disposed of status.